Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, a fragment from a vessel sealer extend (vse) instrument peeled off and fell inside the patient. The fragment was retrieved using laparoscopic instruments during the same procedure. The customer stated that they paused the procedure to retrieve the fragment and inspected the abdominal cavity for any additional pieces. The customer confirmed that all fragments were accounted for, ensuring that no fragments remained in the patient¿s abdomen. No intraoperative or post-operative imaging (e.g., x-ray or ultrasound) was performed to assess for possible retained fragments. The patient has not returned back to the hospital with any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and found to have damage on the main tube. The instrument was found to have a chipped section of the outer epoxy layer on the main tube. The missing fragment, which measured approximately 0.220" x 0.108" in size, was not returned with the instrument.